Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. Partial separations within abrasion were noted on both exhaust tubes of the pump. These were not sites of leakage. Abrasion was also noted on the inlet tube of the pump. A separation was noted in the exhaust tube of cylinder 2 at the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. A partial separation within abrasion was noted on the strain relief of cylinder 1. This was not a site of leakage. Abrasion was also noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tube of cylinder 2 near the tube/strain relief junction of the cylinder. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device had a leak and was replaced.